Event description:
It was reported that low sensing was observed. Lead to be revised.

Event description:
New information received stated that the lead was cut and capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.